Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: electrical failure. Poor recharge quality message x 2. H7 <(>&<)> h9 : updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 28-jul-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they attempted to recharge their implantable neurostimulator (ins), but their controller would not recognize the implant and displayed the message ¿can¿t find the device¿. Patient (pt) stated that they are able to adjust their intensity but are unable to recharge the implant. Patient mentioned that the implant battery is at 20% because they have been unable to charge it. Patient also noted that their granddaughter knocked the controller, causing the back part to open which they subsequently closed. During the call, the patient stated they were at school and did not have their external equipment with them. Physician listing was offered but the patient declined. The patient will call back later to continue troubleshooting. Pt called back with equipment present for troubleshooting on why the controller would not recognize their ins. Pt said they could still connect controller to their ins without the recharger(rtm) plugged in. During call pt verified no damage to the controller charging port or to the rtm. Pt blew into the controller charging port and cleaned the rtm pins. Pt removed the controller battery and plugged the controller into the ac power supply; pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was fully charged. The pt then attempted to recharge the ins and got no device found. In passive recharge mode it showed 0-0-0 and the rtm antenna got hot. A replacement recharger telemetry module (rtm) was sent out.